Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the pulse generator header. With the use of silicone oil, the lead was successfully inserted and implanted.